Event description:
Physician (endocrinologist) called. A normal glucose meter result recorded by patient was entered into meter memory as "hi" result. No adverse event reported. Physician replaced the patient's meter. Physician states that 3-4 cdes have seen the same issue with memory results differing from display and what patients recorded. Reference voluntary medwatch report number: (B)(4).

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report and has taken corrective action.